Event description:
Needle broke off and got stuck in injection site [medical device complication]. Case description: this spontaneous case, reported by a consumer as "needle broke off and got stuck at the injection site", concerns a male patient treated with innovo (insulin delivery device) and novofine 30g (disposable needle) for diabetes mellitus. It was reported that a novofine needle broke off and got stuck at the injection site during use of the innovo insulin delivery device. The push-button on the innovo was hard to depress. Five days later, the needle was removed by surgery under local anesthesia. The wound was healing without complications. The patient was considered recovered. Reporter's causality: innovo: possible and novofine needles: probable. Novo nordisk's causality: reportable for all events.

Manufacturer narrative:
Analysis reply: product: innovo orange, lot no.: lw40103. Device conclusion: visual and functional examinations were performed. The force required to depress the push-button was measured. The result was within acceptable limits. Product: novofine 30g, 8mm, lot no.: unknown. Needle conclusion: the needle was not returned for evaluation. Unable to conduct investigation as neither batch number nor samples were available for testing.